Event description:
Cardioplegia leukocyte depleting filter formed many blood clots. Clots were not seen until the circuit was drained post-bypass. Pt and circuit were adequately anticoagulated (tested every 15 minutes by activated clotting time test) clots were isolated to the filter only. Had clots passed through they would have been perfused directly into the coronary sinus. Filter was set-up and primed according to MFR's specifications.